Manufacturer narrative:
The production device history record (DHR) of the iabp involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to evaluate the cs300 iabp. The fse could not duplicate the reported failure. The iabp passed all leak tests to factory specifications. The fse observed a slight elevation of autofill calibration and adjusted it to 101 mmhg. The iabp passed all functional and safety tests per factory specifications. The fse cleared the iabp for clinical use and returned it to the customer.

Event description:
The customer stated they found the cs300 intra-aortic balloon pump (iabp) on (B)(6) 2017 with a note saying there was a leak. This event occurred before the iabp was used on a patient. No patient was involved. No death or injury was reported.